Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported tat the customer was receiving no delivery alarms on her insulin pumps. At the time of reporting, her blood glucose was 396mg/dl. During troubleshooting it was discovered that insulin exits tubing during manual prime but not during fixed prime. The customer was notified that the pump would be replaced and to revert to her backup plan. The pump was returned. No additional information to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.